Manufacturer narrative:
This report is for an unknown quantity of unknown philos screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kralinger f., et al (2014), the influence of local bone density on the outcome of one hundred and fifty proximal humeral fractures treated with a locking plate,the journal of bone joint surgery volume 96, pages 1026-1032 (austria). This retrospective study aims to evaluate the impact of bone mineral density on the risk of mechanical failure for patients with a proximal humeral fracture treated operatively with an anglestable internal locking-plate system. From july 2007 to april 2010, a total of 150 patients (32 male and 118 female) with a mean age of sixty-nine years (range, fifty to eighty-nine years) underwent fixation with the use of an angle stable internal locking-plate system. Of 150 patients, 146 were available for follow-up at six weeks, 143 at three months, and 140 at one year after surgery. Patients were assigned to two study groups:mechanical failure group and no mechanical failure group . A philos plate (synthes, switzerland) was used. The following complications were reported as follows: at three months, surgeons rated ten fractures as not healed;however, after one year, all fractures were rated as healed. 3 patients had partial or full implant removal. (No mechanical failure group). 1 patient had arthroscopic decompression and/or release. (No mechanical failure group). This report is for an unknown quantity of unknown philos screws. This is report 2 of 8 for (B)(4).